Event description:
It was reported by the customer, "port was reaccess on (B)(6) 11:40 am with needle by vat. This needle was a bard power loc. Patient had ivf infusing through this needle until (B)(6) 2023 ¿ rn noticed small hole/tear at the end of the port line tubing below luer blue connect part, port de-accessed. On (B)(6) 2023 blood cultures drawn and negative."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a tear in the infusion set tubing was confirmed but the cause is unknown. A single photograph of a damaged infusion set was returned for evaluation. The implicated product was a 20g x 0.75¿ powerloc max safety infusion set. Red residual material was seen within the device, indicating that the device had been used. A semi-circumferential split was present in the tubing, directly distal of the luer adaptor. Microscopic observation and tactile evaluation could not be conducted without receipt of the physical sample. The observable features on the submitted photograph did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include tensile (pulling) damage, material fatigue, or damage from a sharp instrument. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer, "port was reaccessed on (B)(6) 1140am with needle by vat. This needle was a bard power loc. Patient had ivf infusing through this needle until (B)(6) 2023 ¿ rn noticed small hole/tear at the end of the port line tubing below luer blue connect part, port de-accessed. (B)(6) 2023 blood cultures drawn and negative."